Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the drainage catheter insertion, when the fixed-core wire was within the catheter, a wire guide was catching and became frayed when pulling it back. Due to the resistance, the catheter was pulled out in order to examine it and then the frayed section was observed. The catheter was fully withdrawn immediately and another device was used, and there were no patient injuries or additional procedures reported.